Manufacturer narrative:
(B)(4). Batch # unk. Event date is unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/ batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring. One of the vessels was bleeding but was addressed with other means. Unknown how the procedure was completed. There were no adverse consequences for the patient.